Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the coverglass of the insertion section is cracked. And therefore, the image quality is poor. The light guide bundle of the video cable section is broken. And therefore, the light transmission is lost or too low. The cause for the fibre bonding in the outer tube area (distal end) is damaged. And the coverglass of the insertion section is cracked could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited the fibre bonding in the outer tube area (distal end) was damaged, coverglass of the insertion section was cracked, poor image quality, light guide bundle is broken. And light transmission was lost or too low. There was no patient involvement.